Event description:
The field service rep (fsr) reported that during preventative maintenance (pm) of the device that in "cool down" mode on the cooler heater, there was flow in the ice tank when the loop was clamped off. Since the event occurred during preventative maintenance, there was no pt involvement.

Manufacturer narrative:
This complaint was confirmed by the field service rep (fsr). The fsr cleaned the valve #3 (v3) and the unit ran normal. There will be no parts being returned. With valve #3 clean, the cooler heater unit operated to MFR specs and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusions, a supplemental report will be filed accordingly.